Manufacturer narrative:
H.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2024-57121-01 for the reported lot number c1052345. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initial information received from non-health care professional stated that inflammation of the iris and sty/hailstone were occurred after wearing lenses. Consumer also stated that packaging of most of the lenses was difficult or impossible to open. Consumer was diagnosed with uveitis and sought with medical attention. The current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received. Follow up information received from consumer, which stated that consumer had heavy uveitis occurred in left eye and was prescribed with prednisolone acetate 10 mg and consumer had stye/ hailstone in right eye and was prescribed with unknown medication. The current status of the consumer eye for uveitis was resolved and stye/ hailstone was not resolved at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number c1052345. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.